Event description:
While drilling to place a second ibt, the surgeon inadvertently snagged the first filled ibt. Upon removal, the ibt balloon fragmented within the vertebral body. The surgeon did not feel it was necessary to remove the fragment, and filled the void encasing the fragment within pmma cement. The procedure was completed without further incident and the patient was discharged without sequelae.